Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt platform (sn (B)(6) displayed a yellow alert triangle indicator lights upon powering on was confirmed during the functional testing, and the archive data indicated fault 1260 (analog patient temperature invalid) and 1280 (analog motor temperature invalid). The root cause of the faults was not conclusively determined. Nevertheless, the main board and the temperature sensors were replaced as a preventive precautionary measure, as these parts may have had some intermittent technical problems that could not be directly identified during the functional testing. The customer's secondary concern regarding the inability to securely attach the nxt shoulder strap to the autopulse nxt platform shoulder restraint anchor points could not be replicated during functional testing. The evaluation confirmed that the shoulder strap attaches securely to the anchor point located on the bottom enclosure without any difficulty. During the visual inspection, sand was observed within the band slots, the bottom enclosure, and baffles upon opening the bottom enclosure. This contamination is consistent with the environmental conditions described by the customer during the nxt platform's operation. The archive data indicated fault 1260 (fault_analog_patient_temp_invalid): analog patient temperature invalid, and the fault 1280 (fault_analog_motor_temp_inval): analog motor temperature invalid, confirming the reported complaint. The autopulse nxt platform initially passed functional testing following the removal of sand residue from the device. However, during further evaluation, the device failed functional testing as the device showed a flashing alert triangle indicator upon power-up, confirming the reported issue. Both temperature sensors were verified to be fully connected and properly seated. The main board and the temperature sensors were replaced as a preventive precautionary measure, as these parts have had some intermittent technical problems that could not be directly identified during the functional testing. Following the service, the autopulse nxt platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).

Event description:
During deployment on a wet, sandy beach, the autopulse nxt platform (sn (B)(6) device failed during initial use. Although it had previously functioned without issue, the device powered on with double flashing caution triangles, with no other lights illuminated. When the patient was placed on the nxt platform, the nxt band failed to contract. Multiple attempts to power cycle the device were made, but the issue persisted. In addition, the autopulse nxt shoulder strap could not be securely attached to the autopulse nxt platform shoulder restraint anchor points due to the sand contamination. The crew administered manual CPR throughout the troubleshooting process and continued it during patient transport. No consequences or impact to the patient.